Event description:
The customer contact reported a leak of a radiopaque agent. The tubing set was being used to deliver 5% dextrose and myoview. It was reported that a few minutes after the start of the infusion, the customer contact noted leakage of solution from an unspecified location. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot was received. Investigation is not completed.